Manufacturer narrative:
Batch review performed on 27 may 2025: lot 2311275: (B)(4) items manufactured and released on 14-aug-2023. Expiration date: 2028-07-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional implants involved, batch review performed on 27 may 2025: reverse shoulder system 04.01.0172 glenosphere 36xø27 (k170452) lot 2335894: (B)(4) items manufactured and released on 27-dec-2023. Expiration date: 2028-12-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot 2317072a: (B)(4) items manufactured and released on 20-dec-2023. Expiration date: 2028-11-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with one similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 year 2 months after the primary, the patient visit to the hospital due to infection. The patient visited the hospital due to infection. The implants were removed and replaced with new ones. The surgery was completed successfully.